Event description:
It was reported that a tracking inactive message was presented by the itrak 3500l system. It was also noted that the monitor lost the orange color. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the video cable assembly and the olf flash drive. Video cable assembly and olf flash drive replaced. The system was tested and found to be working as intended and placed back into service.